Event description:
A report was received that the patient was not using his ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction based on the patient¿s feedback.

Event description:
A report was received that the patient was not using his ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.